Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation that the device had no image was not confirmed. Additionally, the device evaluation found 17 black dots in the image, 7 of which were located in the center of image, breakage of image guide (ig) bundle and due to breakage the specified resolution was not obtained. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it was not possible to determine the cause of the event because there was no reproducibility of the event during the investigation. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the bronchofibervideoscope had no image. The issue was found during maintenance, there was no patient or procedural involvement associated with the event.